Manufacturer narrative:
The subject product is the process of being evaluated. A follow up report will be submitted upon completion of our evaluation.

Event description:
It was reported that the pt was having recurrent stomac surgery performed. Pt had composix kugel and needed to move current mesh product out of way. It was reported to the sales rep., that it appeared that the outer ring was broken.